Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control result was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (10/01/2014). The lay user/patient¿s product(s) has been returned and evaluated on 09/30/2014 by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No product is expected to be returned.